Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the reason for the exchange, if the device operated as intended, and if the device would be returned; however, no additional information has been received and to date, the device has not been received for evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate ii exchange.